Event description:
Report received of unrequested bolus dose delivery. The pump was programmed at 2230, to deliver demerol 10mg/ml, in the pca only mode, with a 20mg pca dose, a 10-minute patient lockout, and a 200mg 4-hour dose limit. The customer reported that the tubing set was attached to the patient's IV access, and "as soon as the door was shut, it started delivering. The pump began to deliver medication before any buttons were pushed." It is unspecified if there were any audible tones. The customer reported that the nurse opened the door while the infusion was occurring and "as soon as the nurse opened the door, the infusion stopped." It was noted that the pump display indicated that 9.9 mg had been delivered. There were no reported adverse patient effects and no medical interventions were required. The pump was disconnected from the patient, and the parameters on the pump were checked by another nurse and verified to be correct. The nurses noted that the display history indicated that there had been 4 patient demands, and a total of 9.9mg had been delivered. The customer reported that the patient pendant was "still wrapped up" and had not been pushed "at all." The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional info was provided.